Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the diagnostic catheter tip detached. The target lesion was located in the moderately tortuous and non calcified left anterior descending artery. Following deployment of a non bsc stent, intravenous ultrasound (ivus) was performed with the atlantis sr pro² imaging catheter. A portion of the stent was identified to be malapposed. During withdrawal, a 2.5cm portion of the atlantis catheter tip detached inside the patient. The tip was successfully removed with a snare and the procedure was completed with another atlantis sr pro² imaging catheter. There were no additional patient complications reported and the patient's status is good.